Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that one of the hybrid layer capacitor (hlc) batteries, designator bt1, on the analog pcb assembly had leaked electrolyte onto the pcb.  This resulted in an electrical short which depleted all three hlc batteries and prevented the device from powering on when prompted. It was also observed that the on/off lid latch had become disconnected from the case shaft.  In this state, even if the internal hlc batteries had been at full capacity, the device would not have powered on. The customer was provided with a replacement device.